Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unresponsive. There was no adverse impact to customer's blood glucose. No additional product or event information was available.